Event description:
The patient contacted animas on (B)(6) 2012 alleging that on (B)(6) 2012, the pump began flashing back and forth on the verify screen. The patient reported the verify screen could not be confirmed due to loss of power. During troubleshoot with customer support, the patient verified that there was no damage to the pump, battery compartment or battery cap and the yellow o-ring on the battery cap is not visible. The patient further denied moisture in the pump. The patient confirmed that the battery cap had never been replaced on this pump. The user's guide advises the owner to replace the battery cap every three to six months. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation of power loss that remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.